Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v001614, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient was considered a potential replacement patient (prp) and was called to facilitate scheduling of a follow-up appointment with healthcare provider. She had the device removed years ago because it wasn't doing any good. Patient was brief and provided no further details. The neurostimulator was for urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.